Event description:
It was reported that one day after implant, the lead showed an increase in impedance and high threshold. The lead was repositioned multiple times during its implant. Lead dislodgement also reported. Upon repositioning, the screw mechanism would not extend after it was retracted. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. The helix was disengaged from helical channel. The distal conductor and several conductors had blood/body fluid (not obstructed); blood/body fluid on outer tubing overlay; outer insulation breached cut; outer tubing overlay breached cut; blood in/on helix/lobe mechanism and mechanism sleeve head; and a tip seal observation.